Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral failed to charge its internal battery when plugged into a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the device failure to charge its internal battery and the battery charge decreased while connected to the main ac power. Performance testing found no abnormalities with the internal battery. A power failure event was also recorded in the device logs. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device charging failure was most likely due to a software issue. The total power failure was due to a depleted internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral failed to charge its internal battery when plugged into a main power source. There was no patient injury reported as a result of this incident.